Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a physician performed a spaceoar hydrogel placement, which initially appeared correctly positioned between the posterior prostate and anterior rectal wall on ultrasound. The patient later presented to the emergency room (ER) with an obstructive stone. A computed tomography (CT) scan confirmed the hydrogel was in the expected location but also showed dense material in the bulbar urethra. The patient was catheterized until a cystoscopy on 7/11. During the procedure, the physician found and resected gelatinous material in the prostatic urethra and bladder, suspected to be hydrogel. However, there is non definitive confirmation that this material was spaceoar, and the cause of its possible migration remains unclear.